Event description:
Playtex carefree superplus unscented tampon could not be removed because string pulled out. Tampon string pulled right out. It had no knots in it. Leaving tampon still lodged in. After several hours of attempts at removal called playtex hotline and they recommended going to ER for removal. They asked if the box was available - it wasn't - but did not ask any further info about type of tampon involved. Eventually tampon was removed.